Manufacturer narrative:
(B)(4) date sent: 7/5/2023 d4: batch # 201c32 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with no apparent damage and with a gst45d reload loaded on the device. The reload was received partially fired 1/3. The device was tested for functionality in the straight position with a returned reload, however, did not achieved and complete firing sequence. The device was fired tested a second time for functionality by pressing manually on the door where the firing switch actuator is located. As a result of this test, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. An intermittent function was noted on the switch due to the device would only operate when the switch was manually pressed down. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the device to be damaged. A manufacturing record evaluation was performed for the finished device batch number 201c32, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the knife stopped at 3rd firing when cutting inter-lower lobe. Knife reverse switch was used. The staple was unformed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.